Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: summary: flow sensor calibration fails.